Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent via phone call that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 451 to 490 mg/dl at the time of the incident. The customer was at 207 mg/dl at the time of the call. The customer used the pump, pens, and was given intravenous insulin to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.